Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g3, g6, h1, h2, h3, h6, and h10. No devices were received. Photograph provided shows that the drill bit is broken. Medical records were not provided. X-rays provided were not sent for evaluation due to poor image quality. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations/anomalies identified. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the drill bit sheared with the femur during a procedure. There is no additional information available.